Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix mesh occurred, however, medical records were received and a review of these records identified another event. Based on the info provided the pt underwent repair of a recurrent hernia with composix mesh in 2004. The operative report indicates a CT scan was conducted prior to the repair which revealed over half of the pt's intestines were outside of the abdomen. During lysis of adhesions, three or four enterotomies were made. An unidentified mesh was in the abdomen and left in place. A culture report taken at the time of repair indicates an infectious process. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt has a long standing history of recurrent hernias, alcohol abuse, and a history of non-healing wounds. Additionally, it appears the composix mesh was placed into the pt's abdomen which showed signs of an infections process prior to the implant. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The IFU also states "careful attention to the board composix kugel hernia patch handling, fixation, and suture technique is most important in the presence of a known or suspected wound contamination or infection." The info provided indicates the pt developed and was treated for recurrence and adhesions, both of which are known adverse events listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn at this time. See MDR 1213643-2009-00293 for info related to the composix mesh implanted on (B)(6) 2001.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2000 - pt underwent excision of unidentified infected mesh. On (B)(6) 2001 - pt underwent excision of unidentified infected mesh. Repair of recurrent ventral hernia with composix mesh. On (B)(6) 2001 - pt underwent incision and drainage and partial excision of composix mesh. On (B)(6) 2005 - pt admitted for partial small bowel obstruction and large incisional hernia. Discharged on (B)(6) 2004. On (B)(6) 2004 - pt admitted for nausea and vomiting. Discharged on (B)(6) 2004. On (B)(6) 2004 - pt underwent repair of large incisional hernia and component separation with composix mesh. Extensive lysis of adhesions were performed. On (B)(6) 2004 - pt underwent debridement of nonviable dermis. On (B)(6) 2004 - pt underwent debridement of devitalized flap edges. Creation of bilateral advancement flaps to close midline defect. On (B)(6) 2004 - pt underwent excision of composix mesh. Wound vac placed. On (B)(6) 2004 - pt admitted for large open abdominal wound with large and small bowel fistulas. Discharged (B)(6) 2004. On (B)(6) 2004 - pt underwent closure of small bowel fistula. On (B)(6) 2005 - pt underwent repair of colon fistula and small bowel fistula. (2) non-bard grafts were implanted. On (B)(6) 2005 - pt underwent debridement of nonviable soft tissue of the abdominal wall. On (B)(6) 2005 - pt underwent skin grafting. On (B)(6) 2007 - pt underwent removal of enterocutaneous fistula and closure of abdominal hernias with non-bard graft.